Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found.

Event description:
It was reported that during the implant procedure the device was attempted but not used due to oversensing and a suspected header issue. The device/lead was not implanted. No patient complications have been reported as a result of this event.